Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted to treat a lesion in the proximal circumflex coronary artery. The severely calcified lesion was pre-dilated with a 3.0mm by 15mm ptca balloon prior to the stent system being inserted. The coronary artery was reported to be tight and narrowed. It was not possible for the stent to cross the target lesion. The stent delivery system was pulled into the guide catheter and removed from the pt. Upon removal from the pt, it was noted the stent was missing from the delivery balloon. They were not sure where the stent had dislodged, subsequently, the guide catheter and guidewire were removed from the pt. The stent was found on the end of the wire. The lesion was then treated with another s7 stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event.